Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was elevated 540 (mg/dl). The customer stated they do not know the cause of the elevated bg level. A correction bolus via the pump was delivered to address bg level. A recommendation was made for the customer to discuss elevated bg levels with their healthcare provider.